Manufacturer narrative:
(B)(4). The device was subsequently explanted and replaced. The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this device displayed a message indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The caller declined engineering analysis and will schedule the patient for device replacement in the near future. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.